Event description:
It was reported that the customer had high blood glucose levels (approximately 500 mg/dl). Pump passed delivery system check.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.